Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, ventricular tachycardia (vt), heart block and syncope. It was also reported that the right ventricular (rv) lead exhibited intermittent capture and unstable thresholds. Lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped. No further patient complications have been reported as a result of this event.